Event description:
The customer stated she was hospitalized due to hyperglycemia. The reported blood glucose reading was 800 mg/dl. Troubleshooting was performed and the programming on the insulin pump was correct. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.